Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.9 inr (12:38 pm) and 5.9 inr (12:41 pm) on the coaguchek xs system. The caller immediately went to the emergency room (ER) and a comparison lab returned as 3.6 inr; caller tested 5.4 inr (3:57 pm) on the coaguchek xs system. The caller did not require professional medical treatment. No adverse event reported. Requested return of suspect system and replacement was sent.